Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to a heart attack. The blood glucose reading at time of call was 400mg/dl. The customer stated that she began to see that changing her infusion set did not make a difference in receiving insulin and improving her blood glucose scores. The customer mentioned having several no delivery alarms and the infusion set was changed. No further information was provided.